Event description:
It was reported by svc report that there was a broken weld on the foot support assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot support assembly.